Event description:
It was reported that a lead was capped and replaced due to high, out of range, pacing lead impedance, loss of capture and sensing. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, and medwatch form uf/importer report number (B)(4). (B)(4).

Event description:
Additional information received notes prior to being capped the patient presented to the emergency room due to inapropriate shocks.